Manufacturer narrative:
The concentrator had smoke coming out of the back of it. All signs indicates that the device was placed close to an external hot heat source. This heat was suck inside the device and deformed the plastic parts described before. Due to this the air flow was no longer exist and the device leading to red alarm.the perfect o2 is the same /similar to the irc5po2 product or products which are, or have been manufactured and/or marketed by invacare in u.s.this alleged incident occurred in (B)(6).

Event description:
The concentrator had smoke coming out of the back of it. All signs indicates that the device was placed close to an external hot heat source. This heat was suck inside the device and deformed the plastic parts described before. Due to this the air flow was no longer exist and the device leading to red alarm.